Event description:
It was reported that the ilet user experienced high blood glucose after a meal and supply/site change 30 minutes prior to calling, and the user was advised to allow the new infusion site more time. This was associated with a use issue consistent with an improper or incorrect meal size announced. Symptoms included hyperglycemia peaking at 270 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.